Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection observed a scratched lid and bezel and the warranty seal is broken. Functional evaluation was performed and found the unit presents an f4 error on power up. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A corrective action has been initiated to mitigate future recurrence of similar events.

Event description:
It was reported that during the set up before the surgery the quantum controller was not working. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. Results of investigation have concluded that this unit had a f4 error which makes it a reportable event.